Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
This manufacturer report is being created to correct manufacturer report # 3005099803-2008-4065. It was reported to boston scientific corporation in 2007, that a hydra jagwire guidewire was used during a procedure, and the coating began to peel while inserting. According to the complainant, the wire frayed and would not advance through stent. The procedure was completed with another hydra jagwire guidewire. There were no patient complications reported as a result of this event.